Event description:
Philips received a complaint on the IntelliSpace Cardiovascular (ISCV) indicating that the customer's IT organization received the results of a vulnerability scan, including a list of identified vulnerabilities on the affected servers that require assessment and possible remediation. The customer has requested support and recommendations regarding the prioritization of mitigation measures, the potential impact on the application, and the status of the affected servers. No adverse events or patient harm was reported in the associated complaint ((b)(4)).Philips has started an investigation of this complaint.